Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after experiencing a vibratory alert. Upon device interrogation, the alert was for high hvli measurement. A possible pocket encapsulation as the cause of the rise in hvli measurements was discussed. The alert vibratory notifier was disabled. The patient will be followed on merlin and routine checks to monitor hvli on lead. Patient's condition was stable pre, during and post interrogation.